Event description:
After having pdt (blue light photodynamic therapy) for pre skin cancer ak's (actinic keratosis) using aminolevulinic acid hcl and blue light done on monday (B)(6) 2024, the following day, tuesday (B)(6) 2024 I had a 101.5 temperature, severe chills, stomach pain, vomiting, etc for approximately 10 hours. Our dr had been notified, but doesn't think it is related. Online literature says this is a possible but very rare side effect. Pre cancerous ak (actinic keratosis) on the face.